Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments and the distal portion of the lead had a significant amount of damage. The damage likely occurred during the explant procedure. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body found the conductor coils to be intact with no fractures. A small amount of calcification was found on the distal shocking coil. Laboratory testing was unable to reproduce the reported clinical observations and the root cause of those observations was unable to be conclusively determined.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) system exhibited high threshold measurements and high pace impedance on the right ventricular (rv) lead. The pace impedance was high but still within the normal range. The high output on the rv lead caused the device battery to reach the explant indicator. This product was explanted and replaced. No additional adverse patient effects were reported.